Event description:
A patient was implanted with onkos devices on (B)(6) 2022. An onkos custom adaptor was created to connect to the patient's previously existing hardware to the onkos distal femur replacement system. It was reported that a patient was revised on (B)(6) 2022 due to an infection. The following implanted devices were removed during the revision procedure: custom compress adaptor, eleos tibial hinge, eleos tibial poly spacer, eleos tibial baseplate, eleos tibial baseplate tapered screw, two eleos male-female midsections, eleos distal femur axial pin, eleos distal femur, and an eleos tibial baseplate. This event will be reported to the FDA as a serious injury. This report captures the eleos tibial baseplate.

Event description:
A patient was implanted with onkos devices on (B)(6) 2022. An onkos custom adaptor was created to connect to the patient's previously existing hardware to the onkos distal femur replacement system. It was reported that a patient was revised on (B)(6) 2022 due to an infection. The following implanted devices were removed during the revision procedure: custom compress adaptor, eleos tibial hinge, eleos tibial poly spacer, eleos tibial baseplate, eleos tibial baseplate tapered screw, two eleos male-female midsections, eleos distal femur axial pin, eleos distal femur, and an eleos tibial baseplate. This event will be reported to the FDA as a serious injury. Update: on 03 august 2022, new information was received regarding this report. This event was incorrectly reported due to miscommunication in the field. This record is no longer reportable as this device is not involved in this event. See MFR# 3013450937-2022-00169 through 3013450937-2022-00176 for additional information regarding the reported event.

Manufacturer narrative:
Update: on 03 august 2022, new information was received regarding this report. This event was incorrectly reported due to miscommunication in the field. This record is no longer reportable as this device is not involved in this event. See MFR# 3013450937-2022-00169 through 3013450937-2022-00176 for additional information regarding the reported event.